Manufacturer narrative:
The radiometer investigation has shown that when looking into the pat log, a 1070 error, sensor response error, is shown. This error is typically shown because of the presence of an obstacle, like a clot or a bubble, in front of the sensor. In the IFU, it states that the action after a 1070 error is shown is to repeat the measurement. The qc logs do not show any abnormal functioning of the sensors. Because of the lack of cal log and sys msg covering the date of the complained result, it cannot be fully confirmed that the sensor was working according to specifications. Hence, root cause is unknown.

Event description:
Radiometer reference number: (B)(4). According to the complaint the hospital reported, the patient was admitted for treatment. At 06:17 on (B)(6) 2025, a blood gas analysis was performed on an abl90 flex analyzer (serial no; (B)(6) as per medical orders, and the results showed sodium (na): 246 mmol/l. However, the biochemical blood test results from the laboratory indicated a sodium level of 143 mmol/l, revealing a significant discrepancy that severely impacted the diagnosis and treatment of the patient. After restarting the analyzer, a repeat test was conducted, showing sodium: 142 mmol/l. It is suspected that the device experienced an unexplained, sporadic system malfunction. The incident was immediately reported to the equipment department for inspection and repair.